Event description:
A home patient's (hp) family member contacted baxter's technical service center for assistance regarding a "reload set 161" alarm that was received during the prime cycle in anticipation of the hp's automated peritoneal dialysis therapy. Per the hp's nurse, when the hp's family member went to reload the cassette they noted that the homechoice machine's door membrane was wet. The only evidence of a product malfunction was the noted moisture, examination of the cassette found nothing unusual. Baxter's technical service center assisted the hp's family member in ending the priming procedure early. No patient injury or medical intervention was associated with this incident, per the hp's primary care nurse.